Manufacturer narrative:
(B)(4). The 900pt501 adult heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint 900pt501 hbt and the opt844 nasal cannula were returned to fisher & paykel healthcare for evaluation, the devices were visually inspected and performance tested. Results: both cannula and thbt were inspected and found to be in good condition. The cannula was fitted to the tube and an audible 'click' was heard, indicating that the tube and cannula were securely fitted together. When connected properly the tube was not able to spontaneously disconnect from the hbt but needed considerable force to disconnect it. Conclusion: we were unable to determine what had caused the reported disconnection as no fault was found with the returned devices. It is possible that the hbt and cannula had not been fitted together properly. In the event of a system leak, the airvo will produce a visual and auditory alarm and the airvo user manual instructs the caregiver to "check that the heated breathing tube is not damaged and that it is plugged in correctly." The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A hospital in (B)(6) reported via our distributor that an opt844 adult nasal cannula 'fell off' a 900pt501 airvo heated breathing tube and had to be reconnected by the nurse, and that this occurred again the following day. No patient consequence was reported.